Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed and the cause appeared to be use-related. The product returned for evaluation was one 19ga x 0.75¿ safestep safety infusion set. The sample was received with the safety mechanism engaged. Usage residues were observed throughout the sample. A partially circumferential split was observed at the extension tubing/luer adapter joint. Microscopic inspection of the split revealed a sharply defined granular fracture surface. Beach marks were observed in the fracture surface. Material buckling was observed in the vicinity of the split. The fracture features and material buckling were consistent with material fatigue. It appeared that the device was exposed to repetitive torsional (twisting) stress. The location of the damage suggested that catheter maintenance, securement and accessing/de-accessing technique may have contributed. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the safestep needle was leaking due to a break in the tubing. Break did not occur until 2-3 days after insertion.

Manufacturer narrative:
The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the safestep needle was leaking due to a break in the tubing. Break did not occur until 2-3 days after insertion.